Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone18.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to blood glucose levels rising above 250 mg/dl after approximately 24-36 hours of pod wear on the abdomen. No specific blood glucose values were reported. Reported symptoms included nausea and vomiting. The patient was diagnosed with hyperglycemia and treated with intravenous fluids, insulin infusion, and anti-nausea medication. The patient was discharged the same day.